Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The heartmate mobile power unit (serial number (B)(4)) was not returned for analysis; however, a log file was submitted for analysis. The submitted event log file contained data spanning approximately 10.5 days ((B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 07:08:17 to 07:08:25. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Pump speed was not affected by the alarms. Provided information stated that the cause of the no external power alarms is generator cycling at the skilled facility, the cause of the low voltage advisory alarms is generator cycling at the skilled facility, troubleshooting was performed, and the alarms resolved. The root cause of the reported event was determined to be generator cycling at the facility; however, the root cause of why the event occurred could not be determined through this analysis. Incidental findings: the log file captured intermittent power cable disconnect and low voltage advisory alarms active while connected to the mobile power unit due to the rsoc voltages in the black power cable dropping below the minimum accepted voltage threshold. The alarms did not affect the pump speed and the alarms resolved on their own intermittently. The alarms were not active when connected to battery power, indicating a potential issue with the mobile power unit patient cable. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and quality assurance specifications. (B)(4) was shipped from abbott on 05jun2022. Heartmate iii patient handbook (rev. D) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power alarm on (B)(6) 2022, however, the patient did not recall any alarms. Log files contained a loss of external power event and low voltage advisories while connected to the mobile power unit (mpu). The cause of the alarms was generator cycling at the patient's skilled nursing facility. The mpu and controller power cable pins were checked and were found to be unremarkable with no signs of wear or damage. The event appeared to resolve once the ac power was completely restored to the mpu.